Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer, a healthcare provider (hcp), and a manufacturer's representative (rep) regarding a patient who underwent a neurostimulation trial. It was reported the patient was doing the trial and was in pain. The patient's pain was noted to be in the back. The change in therapy/symptoms was noted to be sudden. The patient was walking and all of a sudden, she felt something snap or pop and was in a lot of pain and felt like something was sliding back and forth in her back. The patient felt this when she was moving. Additional information received from a rep reported she was not informed if a cause for patient's discomfort was determined and/or if the discomfort was sustained. The rep met with the patient and a healthcare provider (hcp), who was conducting the trial, on (B)(6) 2016 before the hcp was going to pull the leads. Another trial was going to be conducted to determine if better/different abdominal coverage could be provided as the patient's report of trial results was inconsistent during the trial. The hcp informed the rep that the trial attempt was not successful. However, the rep also noted that the patient had significant pain relief in her legs and would like to proceed to implant. The hcp to an x-ray to confirm lead placement (r/o migration) for permanent implant. The rep then spoke with the patient. The patient did not discuss her earlier complaints, but stated that she did get significant pain relief in her legs and would like to proceed to implant. The patient noted that she did not obtain any abdominal pain relief and in an attempt to obtain abdominal pain relief, the patient increased amplitude to an uncomfortable setting that created rib stimulation. The patient's leads were removed on (B)(6) 2016. If additional information is received, a follow-up report will be sent.